Event description:
It was reported that the user¿s ilet bionic pancreas was not receiving glucose readings from a recently replaced dexcom g7 sensor, resulting in signal loss to the pump; the user was guided through re-pairing, and the sensor successfully paired. Symptoms included no glucose data displayed on the ilet. Outcomes included temporary interruption of cgm-driven automation without injury or medical intervention. Investigation included customer service troubleshooting and education focused on wireless pairing and connection integrity between the ilet and the dexcom g7 sensor. Investigation of this case revealed a loss of communication between the cgm transmitter and the ilet that resolved after re-pairing, consistent with a connectivity issue rather than a device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device disconnection consistent with pairing loss and subsequently corrected through standard troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.